Event description:
It was reported to boston scientific corporation that an active cord was used during a procedure (it could not be confirmed whether the procedure was a colonoscopy or an esophagogastroduodenoscopy (egd)). According to the complainant, the cord would not remain attached to the accessory device in use; the nurse had to hold the active cord and accessory device together to complete the case. No visible damage was noted to the cord, but it was reported that the diameter of the inner metal connector was slightly larger than usual. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found no damage to the cable. The outer diameters of both the banana jack and the plug were found to be within specification. The accessory device used during the procedure was not returned; therefore, the complaint of difficulty connecting could not be confirmed. Additionally, the dimensions of the cord were found to be within specification. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown. (B)(4): difficulty connecting active cord to accessory device. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a procedure (it could not be confirmed whether the procedure was a colonoscopy or an esophagogastroduodenoscopy (egd)). According to the complainant, the cord would not remain attached to the accessory device in use; the nurse had to hold the active cord and accessory device together to complete the case. No visible damage was noted to the cord, but it was reported that the diameter of the inner metal connector was slightly larger than usual. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.